Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for red cell hang up was observed. Hemolysis was not observed in the photo provided. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to red cell hang up or hemolysis were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failures of hemolysis and red cell hang up because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the photo review. This complaint is unable to be confirmed for hemolysis and all testing on retention samples was satisfactory. Bd was unable to determine a root cause.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced red cell ring, red cell hang-up and hemolysis. The following information was provided by the initial reporter. The customer stated: customer stated that the tubes are stored at room temperature prior to use, they make sure not to use expired tubes, they allow the samples to clot for at least 30 mins prior to centrifuging and their centrifuge is a swing bucket set to 1305 rcf for 10 mins. Customer is reporting hemolysis. Additional information received 12/15/2022. Red cell ring and red cell hang up were added to the complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced red cell ring, red cell hang-up and hemolysis. The following information was provided by the initial reporter. The customer stated: customer stated that the tubes are stored at room temperature prior to use, they make sure not to use expired tubes, they allow the samples to clot for at least 30 mins prior to centrifuging and their centrifuge is a swing bucket set to 1305 rcf for 10 mins. Customer is reporting hemolysis. Additional information received 12/15/2022: red cell ring and red cell hang up were added to the complaint.